Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient had been wearing a pod for longer than 48 hours upon initial activation the needle had deployed early prior to the patient hearing the pod click. The patient continued to wear the pod for insulin delivery.